Event description:
It was reported that, this right ventricular (rv) lead exhibited high threshold and intermittent capture. Subsequently, a revision was performed, and it was found a dislodgment. The rv lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.